Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of troubleshooting customer had taken no action to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.